Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg site post implant procedure with symptoms of fever, drainage and pain at the pocket site. The physician believed that the infection was not device nor procedure related and the caused was unknown. The patient was administered with intravenous antibiotics and underwent an explant procedure wherein all device components were explanted and will not be returned. The patient was doing well postoperatively.